Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported charge frequency issue; the ins charge normally lasted for 2-3 days but now it won't even last a day. Caller stated they charged the implant to 100% both times and the device only lasts a day now. Caller confirmed they did not prematurely stop the charge session; they assured it charged to 100% finished. Caller confirmed they made no programming or intensity adjustments. The patient was redirected to their healthcare provider to further address the issue.